Event description:
It was reported by the neurologist that the patient had a fall where they hit their husband's shoulder with her vns generator. It was reported that the patient's generator became dislodged. The patient experienced immediate chest pain and less severe pain in her left neck. It was stated that vns was malfunctioning. The patient generator showed high impedance of >10000 ohms. Xrays were taken to evaluate for a lead fracture. It was stated that xrays were performed and no lead fractures were observed. It was reported that patient had battery replacement occur. It was reported that the patient did not have their lead replaced. When patient woke up, the patient was no longer feeling the pain. No additional relevant information has been received to date.

Event description:
Clinic notes for the patient were received and reviewed in which it was noted that even after the battery replacement, the impedance was seen to be within normal limits; however, is now being seen again with low output current delivered. The patient had developed high impedance after sustaining an injury last year. The patient reported that they are unable to feel their magnet stimulation when they swipe it. Information was also received that the patient is having an increasing in seizures. The patient was taken back to surgery and lead was replaced. The explanted lead was discarded by the hospital, therefore not available for product return. Generator analysis was performed on the returned generator that was explanted initially. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. Generator output was monitored and no signs of variation in the output signal were observed. No additional relevant information has been received to date.